Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a b30 scope communication error code. The issue was found during an unknown event. There were no reports of patient harm.

Event description:
The customer-reported event of a b30 scope communication error was not a reportable malfunction. Upon the device being returned to olympus and evaluated, foreign materials were found in the air/water tube and the air/water cylinder.

Manufacturer narrative:
This report is being supplemented to provide additional information, device evaluation, and the legal manufacturer's investigation. B5, d9, h3, and h6 have been updated. G3 of the initial medwatch should be corrected to 05 jan, 2024 instead of 23 nov, 2023 as initially submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the foreign materials found in the air/water tube and the air/water cylinder remained because of improper reprocessing due to leakage. This is most likely as a result of water tightness being lost due to the scope cover packing being worn. However, the root cause of the reportable malfunction could not be conclusively specified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.